Event description:
As reported by the user facility: description of malfunction/failure: a patient with liver tumor, was hospitalized in department of oncology of our hospital, during which intravenous infusion port was implanted for chemotherapy. In order to maintain normal infusion at constant speed and maintain positive pressure, a ultrasite injection site was connected between intravenous infusion port and infusion pipeline, and the infusion was normal at the beginning of several days. However, at noon on (B)(6), the nurse found exudation at the ultrasite injection site when changing the fluid. The nurse immediately suspended the infusion and replaced a new ultrasite injection site for reconnection. Subsequently, the patient was closely observed until the patient was discharged, and no abnormality was found.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample was provided for evaluation. Based on the data from the investigation we are unable to determine the root cause of the reported incident. The reported defect was unable to be confirmed. The actual defective device is a valuable tool in investigating the cause of this incident. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted. Please note, this device is distributed outside the us and no gudid information exists. It is being reported due to a similar device being marketed within the us.